Event description:
It was reported that a pt with an interstim device has no stimulation sensation. When the pt turns the device on, it will eventually stop working. Further information is being requested from the hcp.